Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 50mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with reprogramming their insulin pump. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.